Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) could not deliver an expected flow during procedure. The customer reported that medtronic disposables and adapter were used during the surgery. There was no report of patient injury.